Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer stated that they treated high blood glucose via syringe. Customer stated that the insulin pump had motor error alarm and motor position encoder error alarm. Customer stated that they able to clear alarm and they rewind insulin pump but get motor error alarm again. The insulin pump will be returned for analysis.